Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl) when cartridge is close to requiring a change. Customer administered a pen injection to stabilize bg levels. Cartridge uses humalog and is reportedly changed every 3-4 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to change supplies more frequently and to consult with health care provider to discuss diabetes management.